Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricle (lv) lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences reported.